Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
Customer reported she received a no delivery alarm last week, she changed the entire set and alarm occurred again. She changed the infusion set and reservoir again and was able to resolve the alarm for a few days but received another no delivery alarm the day of the call. Customer stated that the issue was resolved by changing the infusion set. Alarms occurred during prime. Multiple no delivery alarms were found in the history. She did not notice any insulin leaks, but she smelled insulin when she removed the reservoir. She also reported scratches on the lcd screen but she can read the display and receiving a failed battery test alarm when she removed the battery. Blood glucose value was 114 mg/dl. Nothing further reported.